Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 220 to over 400 mg/dl and a large ketone level identified as dangerous. The suspected cause of the high bg was due to performing the air removal technique incorrectly when loading a new cartridge. Customer delivered a correction bolus to initially treat the high bg and was subsequently hospitalized. During hospitalization, healthcare providers provided a kalium infusion, monitored the customer's bg, and reactivated the pump to address the bg. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.